Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that on the first firing of the atb35 instrument, the blade appeared to stop half way through the firing cycle. The instrument was removed, reloaded and refired with the same result. Because there was not another instrument to complete the case, the procedure was converted to an open procedure. The surgeon was not concerned with having to convert and did not consider it an adverse outcome. The instrument was bent when the staff member tried to fit the device into a sharp's container.